Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 27mm ce aortic valve implanted for an unknown implant underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient doing well.

Event description:
It was reported a patient with a 27mm 2800 aortic valve implanted 16 years, seven (7) months, underwent valve-in-valve procedure due to transvalvular regurgitation and stenosis. Patient presented with shortness of breath and chest pain. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure. Patient doing well.

Manufacturer narrative:
Added information to b5, b7, and h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.